Event description:
Underwent breast implants with mentor memory gel 450 implants and started with breast implant illness symptoms within less than 2 months, including thyroid disease requiring total thyroidectomy, chronic fatigue, hyperinsulinism, chronic inflammation with 55 plus lbs weight gain, chronic joint and muscle pain, cognitive issues, recurring vertigo, loss of hair, dry skin, and numerous other issues which have been present since implantation. Surgical explant required. FDA safety report ID #: (B)(4).